Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. Philips field service engineer (fse) confirmed the reported problem. Est unit failed air delivery test error #3125. The fse replaced the air flow sensor to resolve this issue. Unit passed all performance verification testing and is ready to be returned to clinical use when the repair was complete.

Event description:
Customer reports during preventative maintenance (pm) unit failed air delivery test #3125 error code. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 13may2019. An exhalation flow sensor was returned for analysis. The exhalation flow sensor revealed signs of contamination on the heated film element. The returned exhalation flow sensor was installed into the failure investigation (fi) test ventilator and the fi technician attempted to perform the extended self-test (est) on the ventilator. The device failed the extended self-test (est) and the oxygen delivery test failure was duplicated. The reported complaint of the exhalation flow sensor reading out of specification was duplicated due to the exhalation flow sensor heated film element was contaminated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.